Manufacturer narrative:
Model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The allied healthcare professional (ahp) at the clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally it was noted that rv threshold appears to be increasing. The lead remains in use. No patient complications have been reported as a result of this event.